Manufacturer narrative:
The customer did not retain a sample for evaluation. A lot number was not provided by the customer, therefore, a device history record and lot history could not be performed. The customer's complaint history was reviewed for the period of one year, this is the third complaint reported for this issue. The root cause is unk. An internal investigation has been opened to address product leaking complaints. (B)(4).

Event description:
A nurse manager reported that at the end of a procedure, it was noted that the cassette had leaked during the case. There was no harm to the pt.